Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 492 mg/dl. Customer treated their high blood glucose via their backup plan. Customer advised they felt sick, thirsty and felt that they needed to vomit. Customer advised their insulin pump was exposed to moisture internally in addition to their high blood glucose levels. Customer advised they would speak to their health care provider and call at a later time to troubleshoot. Device will not be returned.